Event description:
Ventilator made popping noise and went in-op. Nurse reset machine while back-up unit was brought in. Unit failed again after five minutes. Pt bagged while second ventilator hooked up.